Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During the operation, the medical staff found that the outer packaging of the prefilled catheter irrigator was not labeled, and decided to replace it with a new one due to safety considerations.

Manufacturer narrative:
Pr 9468201 follow up a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 2347122. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative

Event description:
No additional information received during the operation, the medical staff found that the outer packaging of the prefilled catheter irrigator was not labeled, and decided to replace it with a new one due to safety considerations.